Event description:
On (B)(6) 2020, the patient received the following results within 15 minutes: 385 mg/dl at 5:03 p.m. And 102 mg/dl at 5:07 p.m. On (B)(6) 2020, the patient received the following results within 15 minutes: 299 mg/dl at 9:26 p.m. And 149 mg/dl at 9:28 p.m.